Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using a recently replaced ilet pump within the first week, the user experienced elevated blood glucose values in the 200¿300 range when not eating and confirmed a peak of 300, with levels outside 70¿180 for about four hours; the user was using an inset 23" infusion set, reported no alerts or alarms, and did not use backup therapy or perform ketone testing. Symptoms included increased urination without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included stabilization of blood glucose after the event with no medical intervention, no outside assistance, and no hospitalization. Investigation included customer support review, troubleshooting, and education, with outreach planned to clinical support for potential pump adjustments. Investigation of this case revealed that hyperglycemia occurred while the pump was adapting and after trainer adjustments, with cause unclear and no device alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.